Event description:
It was reported that during use of this pump in a knee arthroscopy, swelling was observed in the surgical site. As a result of the swelling, the surgeon chose to cancel the scheduled pcl reconstruction. The customer reported that the patient had no adverse effects from the swelling and was discharged home the same day. During this occurrence, there was no spike in pump pressure nor did the pump alarm; however, the or staff and surgeon heard a clicking sound. It was reported that 8500cc of fluid was used in the procedure and only 300cc of fluid could not be accounted for.

Manufacturer narrative:
Investigation findings: the pump was received for evaluation and during testing, no functional abnormalities were found that would contribute to the reported event. A visual inspection of the pump found physical damage to the circuit breaker lever. Further evaluation found the unit out of calibration. Service records indicate no history of repair for this unit and based on the serial number the pump is approximately 10 years old. The pump instruction manual informs the user of the need for annual inspection and calibration. The tubing set used in this event was discarded by the facility; and therefore, an evaluation could not be performed. Furthermore, the user facility reported that no patency test or o-ring check was performed on the tubing set prior to use. The instruction manual provides the following warnings: extravasation can occur more rapidly when using a mechanized fluid infusion system. Carefully palpate and visually inspect the extremity and operative site frequently throughout procedure for signs of possible extravasation. View all cannulas arthroscopically before beginning and frequently during the procedure to ensure that all fenestrations are fully within the joint capsule and are not blocked. Accurate cannula placement is essential to avoid fluid extravasation. Placement of cannula should be verified to ensure distal end is within capsule joint. The integrity of the pressure sensing line is critical to the safe operation of the 87k aps. A compromised pressure sensing line may cause patient injury. If the pressure sensing line balloon is collapsed, pressure sensing will be inaccurate. Extravasation or other patient injury may occur. Failure to perform a patency test at the start of the procedure to verify integrity of the pressure sensing system can lead to inaccurate pressure readings and possible fluid extravasation.